Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 100b "watchdog test failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. The biomedical engineer (bme) called technical support to report that a 100b "watchdog test failed" error occurred and requested troubleshooting assistance. The remote service engineer (rse) reviewed the 100b error code per the service manual with the bme and discussed the recommended repair. The rse also advised the bme that a flow sensor assembly replacement may address the 100b error code and provided the part number and price of the replacement flow sensor for repair. Per initial good faith effort (gfe) response, the bme is still waiting on the updated pricing of the repair part (flow sensor assembly). The repair is still pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Per follow-up gfe response, the bme performed troubleshooting and ultimately ordered the replacement flow sensor assembly for repair. Upon receiving the new flow sensor assembly, the bme performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.